Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was unable to be implanted. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The lead was returned for operation issue and unable to implant. As received, a complete lead was returned. Electrical testing and visual and x-ray inspections of the lead were normal.